Event description:
Customer reported that the drive support cap was loose and sticking out during prime. Customer also mentioned that the keypad was unresponsive and the numbers were scrolling and hard to press. Customer also received a no delivery alarm on the insulin pump. It was noted that the insulin pump fell and hit the floor the night before. Customer's blood glucose reading at the time of the call was 300 mg/dl and will be treating with a syringe. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.